Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent and capsular damage are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event was likely due to patient movement. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) cataract surgery, the second stent from a trabecular microbypass stent system inadvertently dislodged into the inferior angle. Per report, the surgeon attempted to remove the stent intraoperatively, however the stent fell behind the intraocular lens (iol) resulting in a small cut in the posterior bag. Reportedly, no vitreous fluid came out and the surgeon elected to leave the stent in the anterior chamber (ac). The report noted that patient movement contributed to the reported event. Additional information has been requested.

Event description:
Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing the positioning of the stent in the inferior angle and further treatment options based on the stent''s location.

Manufacturer narrative:
MFR# reference: (B)(4).